Event description:
An analgesia gas machine (flowmeter) was returned for repair and was received on 12/11/96. Upon eval it was determined that the flowmeter could flow nitrous oxide (n2o) without oxygen (o2). This instrument is designed to deliver mixed o2 and n2o to a dental pt. When o2 flow or pressure is not present, instrument has a feature which stops the flow of n20. This feature, therefore, had malfunctioned. The co's follow-up report of the dentist contact states "that he was performing the failsafe check when he saw n2o flow without o2 and that there were no pts being treated." Therefore, at no time did a pt receive 100% n2o from this device as a result of this malfunction. Co has previously submitted MDR's when the failsafe has malfunctioned. Under the current MDR regulations, co has determined that this category of product malfunction does not require submission of an MDR and has filed an exemption with the FDA on 11/6/96.